Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 2.50 x 12 synergy drug-eluting stent was selected for use. However, during preparation, it was noted that the distal edge of the stent struts were lifted up from the balloon catheter. The device was not introduced into the patient's body. The procedure was completed with another of the same device. No patient serious injury or adverse event were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ii us mr 2.50 x 12 mm stent delivery system was returned for analysis. A visual examination of the stent found that on distal stent strut row 1, the stent struts were lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. Stent damage most likely occurred during preparation when the stent protector was removed. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied on the delivery system. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 2.50 x 12 synergy drug-eluting stent was selected for use. However, during preparation, it was noted that the distal edge of the stent struts were lifted up from the balloon catheter. The device was not introduced into the patient's body. The procedure was completed with another of the same device. No patient serious injury or adverse event were reported.